Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a nanocross pta balloon during procedure to treat a severely calcified lesion in the proximal superficial femoral artery with 80% stenosis. The vessel was little tortuous. No embolic protection was used. A non-medtronic inflation device was used to inflate balloon. There was no damage noted to packaging. There was no issue noted when removing the device from hoop/tray. The device was prepped per IFU with no issues identified. Negative prep was performed. It was reported that during balloon inflation, the balloon burst/rupture at 6atm. Balloon leak was also noted. It is unknown what type of balloon burst occurred. The balloon did not fragment. All fragments of the balloon were retrieved. The device did not pass through a previously deployed stent. There was no resistance encountered when advancing the device. The lesion was left alone. There was no vessel damage noted. There was no patient injury.

Manufacturer narrative:
Device evaluation the nanocross balloon was received with a longitudinal tear in the balloon chamber medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.